Manufacturer narrative:
(B)(4).

Event description:
It was reported that there have been no additional concerns and the patient is doing well.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, a prometra pump was implanted and connected to an already implanted non-flowonix catheter. A bolus was programmed to prime the pump but the old medication from the non-flowonix catheter was not aspirated. The pump's flow rate was later programmed to zero. The patient was sent to the intensive care unit (ICU) as they experienced a temporary drop in blood pressure and was placed on oxygen. The patient was stable after a few hours and their pump was programmed with the intended daily dose. The patient was later released from the hospital.